Event description:
The dealer reported that the seat frame is cracked on both sides. This issue could cause instability in the chair and the user may not have adequate support to prevent them from sliding out of the chair or sustaining any other injury.